Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt. The physician was attempting to advance a taxus express2 8.8% 3.0 x 16 mm stent over the balance trek wire, however, just before reaching the tuohy the catheter fractured. In addition, no force was used and the device looked normal. Consequently, the catheter never touched the pt and the stent was never deployed. The procedure was completed with another of same device. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."